Manufacturer narrative:
The patients' demographics such as ages, dates of birth, sexes and weights were not supplied. The exact date of event is unknown. (B)(6). The patient's samples were received by the beckman coulter (bec) complaint handling unit (chu) in (B)(4). The patients samples were analyzed on an access 2 immunoassay system (serial number (B)(4)) utilizing the access toxo igg assay and on two alternate toxo igg assays. Four (4) samples initially found reactive by the customer generated results either equivocal or non-reactive on at least one of the alternate instrument. Refer to patient data table for exact results. Service was not dispatched. The access toxo igg reagent was not returned for evaluation. The cause of this event could not be determined with the information currently supplied. (B)(4).

Event description:
The customer reported obtaining multiple reactive igg antibodies to toxoplasma gondii (access toxo igg) results on the laboratory's unicel dxi 800 access immunoassay system. The customer ran the patient's samples on one of two unicel dxi 800 access immunoassay systems (serial number (B)(4)) and could not provide information on which of the two analyzers were in use for this event. The customer sent fifty patient samples to the beckman coulter (bec) complaint handling unit (chu) for evaluation. This report addresses the reactive access toxo igg results obtained for four (4) patient samples on an unknown date, which were repeated either as non-reactive or equivocal on an alternate instrument or methodology. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated that the calibration and qc (quality control) were all performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any information regarding sample collection, sample handling or sample processing. No issues with sample integrity were reported by the customer.